Event description:
The caller alleged discrepant results when comapred with the lab and another poc meter. A new strip lot was sent to the custmer. No discrepncies were noted with the new lot.

Event description:
The caller alleged discrepant results when compared with the lab and another poc meter. The following results were reported. Inratio: 5.6, pt 1;1.6, pt2; 2.5. Coaguchek: 3.5, 1.6, 1.9. Lab: 3.8. A new strip lot was sent to the customer. No discrepancies were noted with the new lot.